Event description:
It was reported that the patient was experiencing inadequate stimulation and discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.